Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 38 synergy ii drug eluting stent was selected for use. The scrub tech properly removed the stent protector with no glove contact and loaded the stent delivery system onto the wire. The stent was advanced approximately 5mm into the touhy and the physician inquired aloud as to why the "stent will not go." The physician then forcefully attempted to get the stent delivered into the touhy. However, it was noted that the stent moved on the balloon, with approximately 5-7mm remained on the tip of the balloon. The procedure was completed with another 3.0 x 38mm synergy stent. No patient complications were reported and the patient's status was great.